Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 03-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that all cubies in the drawer were duplicated, with multiple cubies sharing the same positions. The fse arranged for the drawer to be unloaded, disconnected the drawer, and deleted it from the system configuration. The fse then reconnected the drawer and reconfigured it as a new drawer. The issue was resolved after this process, and all cubies were detected correctly. Final verification was completed using the hardware test application, which confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 failed and was not usable. Medications were not assigning correctly, and the system froze when a cubie opened during loading. Duplicate cubies were observed in the assign and load menu, and replacement of the drawer or board was deemed necessary. There were no delay or adverse events or injuries reported based on this event.